Event description:
It was reported that this tachy lead was a case of an attempted implant due to product performance issue. This tachy lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was a case of an attempted implant due to product performance anomaly. This tachy lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem d (b5) in section b. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The allegation was confirmed as per visual inspected showed damaged insulation from the tip to end. In addition, the material found in the lumen is composed of material found in guidewires. Likely body fluid built up in the lumen and coagulated causing guidewire material to also catch and exacerbate the issue.